Manufacturer narrative:
Results of investigation: vyiare medical received the device for evaluation. Service technician was unable to verify the reported problem. Ventilator was tested with known good ac adapter and known good patient circuit connected. Ventilator passed all tests. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported electrical smoke smell on the lap top ventilator 1150. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.